Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, contrast accidently got on the pusher assembly of the smart coil. Consequently, the pusher assembly became hung-up and bent while advancing through the non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report. If follow-up, what type?

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 45.0 thru 47.5 cm from its proximal end. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned smart coil confirmed that the pusher assembly was kinked. If the device is advanced against resistance, damage such as a kinked pusher assembly may occur. The contrast identified in the complaint description may have contributed to the resistance. During the functional test, the smart coil could not be advanced through its introducer sheath due to the pusher assembly kinks. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.